Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. D4: batch # unk. User facility medwatch #mw 3901330000-2023-8030 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "were all pouch components retrieved from the patient? Were there any patient consequences? If yes, please describe. Please provide an estimation of the volume of the specimen being removed in the pouch. What was the trocar size that the pouch was removed from? How many total trocar ports were used? Was any excessive force used to remove the pouch? Were there any sharp objects being used in the area of the pouch that could have compromised structural integrity? "This has been directly addressed with the sales representative at ethicon. Ethicon has been working with lvhn products manager for a resolution. I have no further information regarding the device. I only do the reporting."" Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were all pouch components retrieved from the patient? Were there any patient consequences? If yes, please describe. Please provide an estimation of the volume of the specimen being removed in the pouch. What was the trocar size that the pouch was removed from? How many total trocar ports were used? Was any excessive force used to remove the pouch? Were there any sharp objects being used in the area of the pouch that could have compromised structural integrity?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the endo bag tore exiting patients body and spilled stones into the patients abdomen. More time was required in the or due to need for additional irrigation.